Manufacturer narrative:
(B)(4). Per additional information received, the product information resulted in a manufacturing site registration number change from the originally reported 1219930-2015-00643. No further information has been provided.

Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, procedure performed was a vaginal vault prolapse repair, extraperitoneal mayo-mccall¿s culdoplasty, mesh pubovaginal sling, perivaginal defect repair with cystoscopy, and rectocele repair.